Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the screws fractured at or near the head of the screw. The surgeon replaced the broken screws. There was a five minute delay. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The 1.5x 4mm dir-drv lact scw 2pk (part# 915-2215, lot# 700710) were returned in a red biohazard bag. The screws were removed for visual inspection. Both screws showed signs of wear on the head and had fractured in the body of the threads, near the head. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. The instructions for use (IFU for this product states in the section titled warnings: improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. Devices should not be located directly under a suture site. The surgeon is to be familiar with the devices, the method of application and the surgical procedure prior to performing surgery. Investigation results concluded that the reported event was due to excessive force during insertion. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being submitted to document the results of the device evaluation.

Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the part broke "during the operation of the upper screw." Attempts have been made and no further information has been provided.